Event description:
It was reported that during a colostomy reversal procedure, the device made an incomplete seal. Per the operative report; during the procedure the device was inserted into rectum, the test device was opened and the two ends of the bowel was attempted to be anastomosis. An incomplete firing of the stapling device was noted with the initial firing. The surgeon resected some more of the bowel, attempted to re-staple with a second device; with this firing one ring was noted to be incomplete. An underwater test was performed, no air leak seen with this firing. Each firing was with a new device. They closed the colostomy and then the surgeon realized after the problem with the firing that they had dissected the urethra. An urologist was called in to repair the urethra. The patient received a temporary ilesotomy as a result. The plans are to reverse it in a couple of months. Both devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). Risk manager indicated that the ureter was transected by the harmonic scalpel. It was unintentional and a urologist was called in to do the repair. Patient had a hartman¿s procedure initially due to acute diverticulitis and large bowel obstruction. Patient was given the ileostomy due to the length of the surgery. Surgery started at 9:30 a.m. And ended at 2020. The patient¿s records did not indicate when the reversal was scheduled. Risk manager noted that some of the staff thought there might have been too much tissue in the device. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.